Manufacturer narrative:
Integra completed its internal investigation 01/17/2017. The investigation included: method: -DHR review. - review of complaint management database for similar complaints. -visual examination. Results: the DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa excel ultrasonic spare assembly being released. Service history review: there is no service history for this device. A review of cusa excel complaints was completed in using the following key words ¿amplitude dropped¿ in the search criteria. The review encompassed dates 23-oct-15 to 30-nov-16. This is the second complaint occurrence to contain the search criteria. The complaint occurrence rate for reported failure is (B)(4). The failure analysis evaluation could not duplicate the complaint incident. The evaluation was unable to conclusively verify the complaint as valid. The cusa excel console was verified as performing to specification. Based on the complaint investigation completed, it can be concluded no further evaluation is required. Future complaints will be continued to be monitored and trended. Conclusion: the evaluation was unable to conclusively verify the complaint as valid.

Event description:
On (B)(6) 2016, the cusaexcel cusa excel console 110v ac with footswitch device was in use on a (B)(6) female patient when the amplitude dropped. The 36 khz piece was in use, and the pedal was pressed and the amplitude disappeared, going all the way to zero (0). A 23khz was tried and did allow the amplitude to work, but oscillated from 60 to 100, as if the "tissue select" was on, when it was not. The handpieces were attached and detached several times to test them, with the same result. Then the device was turned off and the 36 khz was attached, and the device functioned properly. So, to test the 23khz, it was turned off again and it did not turn on again. The incident led to a three (3) hour delay in surgery time. There was no patient injury and a medical intervention / revision was required (details were not provided). On site, the switches, fuses and current were tested, and all reported adequate numbers, however there was no dc voltage. The equipment was taken to the distributor's workshop and it presented the same failure. Then without touching anything, the device worked properly.